Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as fold flaw opening. ¿ missing shell assessed as inconclusive. ¿ pain: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ black particles were observed on the shell. ¿ stress marks are observed assessed as non-penetrating nick.

Event description:
Patient reported right side "I had an MRI to diagnose some issues with pain and it showed that my right breast implant is leaking". Healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Patient reported right side "I had an MRI to diagnose some issues with pain and it showed that my right breast implant is leaking". Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported right side "I had an MRI to diagnose some issues with pain and it showed that my right breast implant is leaking". Device remains implanted.